Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A receiver charge and boot test was performed and passed. A pairing test was performed and passed. A functional test was performed and passed. A review of the downloaded data logs did not confirm the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.